Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual review of the device confirms the distal tip of the impactor has fractured off. Strike plate shows signs of previous uses. Handle and body has nicks and gouges. Fractured piece shows signs of use and wear and tear. Ball bearing was returned as well. No other damage was noted. The device history record was reviewed and no discrepancies relevant to the reported event were found. The device has been in the field for approximately 6 years. It is unknown for how many times the device is being used. Based on the information available, the root cause was determined to be normal wear during use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a piece of the impactor broke off. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.